Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The patient also has congestive heart failure pacemaker implanted. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.